Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 04/24/2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge, lot number u08044 (2245578-2008-00027) yielded a result of 33.09 ng/ml. Same sample repeated, on lot u8022 reported an I-stat cardiac troponin I cartridge yielded a result of 27.11 ng/ml. Same sample tested using a laboratory system yielded a result of 1.290 ng/ml.